Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the upper and lower jaws of the brand new clip applier were not of equal length, the clips did not load evenly ie. After being loaded into the stapler, one leg was longer than the other, which was very unusual. After firing, the resulting clip is formed with one leg slightly longer than the other. Procedure was completed with same like device. No consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.